Manufacturer narrative:
The data from the med watch report mw5066910 does not match. Event date 2010, reported 2016 and planned for 2003. Also in a non-approved application. On further request of medical background was not replied. The complaint was rejected.

Event description:
The patient complaint that the drs. Has implemented cerasorb dental and organic plastics in lumbar spine fusion and back muscles and damaged at the treatment several nerves